Event description:
As reported, the operator noted that there had been no significant blood return with the use of a 7f exoseal vascular closure device (vcd). There was normal bleeding observed, with a little bleed back in the bleed back indicator, but it was not obvious. A release was performed after observing that the indication window had changed to solid black. Manual compression was used to stop the bleeding, and the deployment button was fully depressed and flush with the handle. No plugs were observed in the device after removal from the patient. There were no reports of patient injury. Pulsatile flow was observed from the bleed-back indicator, but it was not obvious. The bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. No significant bleeding was noted after plug deployment/device removal. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location according to the operator's judgment. There were no multiple stick attempts made before access was achieved. The procedure was performed using a retrograde approach, and the surgeon was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. An unknown catheter sheath introducer was used, however, information regarding its manufacturer, model, and french dimensions, were not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Additionally, it was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator noted that there had been no significant blood return with the use of a 7f exoseal vascular closure device (vcd). A release was performed after observing that the indication window had changed to solid black. Manual compression was used to stop the hemorrhage, and the deployment button was fully depressed and flush with the handle. No plugs were observed in the device after removal from the patient. There were no reports of patient injury. The procedure was performed using a retrograde approach, and the surgeon was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. An unknown catheter sheath introducer was used, however, information regarding its manufacturer, model, and french dimensions, were not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Additionally, it was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the operator noted that there had been no significant blood return with the use of a 7f exoseal vascular closure device (vcd). There was normal bleeding observed, with a little bleed back in the bleed back indicator, but it was not obvious. A release was performed after observing that the indication window had changed to solid black. Manual compression was used to stop the bleeding, and the deployment button was fully depressed and flush with the handle. No plugs were observed in the device after removal from the patient. There were no reports of patient injury. Pulsatile flow was observed from the bleed-back indicator, but it was not obvious. The bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. No significant bleeding was noted after plug deployment/device removal. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location according to the operator's judgment. There were no multiple stick attempts made before access was achieved. The procedure was performed using a retrograde approach, and the surgeon was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. An unknown catheter sheath introducer was used, however, information regarding its manufacturer, model, and french dimensions, were not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Additionally, it was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. One photo was attached to event- (B)(4). The image shows a 7f exoseal unit is noted inserted into a non-cordis csi, with the button pressed and the guard locked. No blood residues are noted in the delivery shaft and along the device. No additional anomalies or notable details were observed in the image. One non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. During this visual analysis, no additional anomalies were observed. The bleed-back signal simulation using the bench top test model was executed, and no issues related to the reported event were observed, as the bleed back signal appeared as expected. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was conducted to examine the internal mechanism, including the bleed-back port. During this analysis, no abnormal conditions were observed. It was confirmed that the bleed-back port was unobstructed and functioning properly. Additionally, it was determined that the csi returned was not the appropriate size for use with the received device. The reported event of ¿bleed-back indicator bleed back issue absent and plug inability to achieve hemostasis¿ was not observed through analysis of the returned device. The device was returned fully deployed and the bleed back signal appeared as expected. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that improper positioning of the device, evidenced by lack of bleed back, led to improper positioning of the plug, which led to the inability to achieve hemostasis. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.